Event description:
A report was received from a hemodialysis user facility who reported the following event: post access test after was done, venous line attached to the twister started to leak and we were unable to return blood. The facility was contacted for additional information. In speaking with the reporter of this event, it was learned that the separation occurred at the twister right where the tubing attaches on the venous portion. The event happened at 2 1/2 hours into the dialysis after all testing was completed. This whole treatment set was discarded and a new set up was used to complete the treatment without further incident. Patient is reportedly fine. Discharged to home when the treatment was completed.

Manufacturer narrative:
(B)(4).